Event description:
It was reported that a patient underwent a partial small bowel resection and scar revision on (B)(6) 2012 and suture was used. Seven days after the procedure, the patient experienced redness and itching on the lower area of the incision. The redness increased to the entire incision. The patient was treated with a medrol pack. The symptoms continued for several days after completing the medication but has since stabilized. The patient was than started on a steroid cream. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional information: the rash progressed to be a fine papular rash on the flanks and then went away. The patient was treated with a medrol dose pack and then topical steroids.